Event description:
In 2009, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. A trunk-ipsilateral leg component was placed into the right vascular and a contralateral leg component was placed on the left. A type I endoleak was present and multiple aortic extender components were placed proximal. The type I endoleak persisted. A balloon was placed in the right renal artery via the left brachial artery, and an additional aortic extender component was paced, which landed above both renal arteries. A nitinol stent was placed to preserve the right renal artery. The left renal artery was noted to still have antegrade flow. The presence of a type I proximal endoleak remained. The physician made the decision to bring the procedure to a close, and re-evaluate the pt in a couple of weeks with a follow-up computed tomography (CT) scan. The pt tolerated the procedure. A reintervention has not been scheduled.

Manufacturer narrative:
Add'l devices implanted in this pt include: pxt281218, pxc121400, pxa280300, pxa280300, pxa260300. A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.